Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer experienced infections at her cannula sites. The customer was prescribed antibiotics from her health care professional to treat the infections. Caller reported that she only needed to be prescribed the antibiotics once, but she was told to use the antibiotics for each instance of infection. Customer does not recall how many infections occurred. The patient experienced elevated blood glucose levels, due to the infection. The lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.